Event description:
It was reported that during the initial implant procedure, loss of capture was noted on the right atrial (ra) lead. Additionally, the helix of the ra lead was unable to fully extend. The helix was not tested prior to introducing the ra lead into the body of the patient. The ra lead remains implanted and active. The patient was in stable condition.